Event description:
It was reported that during the implant procedure, a helix of the lead could not retract inside nor outside of the patient's body. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.